Event description:
After attaching the delivery system to the introducer catheter, the hub on the introducer catheter broke. The entire system was removed and replaced with another of the same make, over the previously placed guidewire, to complete deployment of the filter to the targeted locations. No further complications were reported.